Event description:
A 3.0 mm diameter x 15 mm length ave micro stent ii was inserted into the left anterior descending coronary artery and deployed after ptca and rotablation was performed to the target lesion. After deployment of the stent, it was noted that there was a perforation of the vessel at the inferior border of the stented lesion. However, the left anterior descending coronary artery was patent with good distal flow. The pt remained stable and was discharged to home. There was no add'l clinical sequelae reported relative to the event.